Event description:
It was reported to bsc/target that during the procedure the dasher-14 steerable guidewire with permaglide coating broke. The portion, which stayed inside the pt's body was removed successfully. The outcome of the procedure was successful.